Manufacturer narrative:
During preventive maintenance of a citadel plus bed frame, an arjo service technician observed flames. One of the device¿s cable was accidentally squeezed between the two metal parts what contributed to short circuit. No patient was involved. No injury occurred. Additional information allowed to clarify that a folding stand (accessory used during the service) was used to raise the bed frame at time of the service. One of cables was accidentally squeezed at that time. It resulted in short circuit which was stopped when the bed frame battery was disconnected. According to the citadel plus service manual (831.398) which includes instruction how to service the bed frame:¿ the bed and its sub-assemblies are heavy (¿). When working beneath the mattress platform, the equipment must be properly supported with suitable lifting devices, blocks or stands.¿ ¿when using a hoist to lift any part of the bed, always ensure that the sling straps are applied to main frame sections and do not bear upon components, wiring or minor fabrications (¿).¿ to conclude, the service of the bed was ongoing when the event occurred and from that perspective the device played a role in the event. One of the device¿s cable was damaged therefore the citadel plus bed did not meet the specification. No patient was involved. No injury occurred.

Event description:
During preventive maintenance of a citadel plus bed frame, an arjo service technician observed flames. One of the device¿s cable was accidentally squeezed between the two metal parts what contributed to short circuit. No patient was involved. No injury occurred.